Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not been returned to the manufacturer for evaluation to date. The investigation is currently underway.

Event description:
It was reported that four months post filter implant, the pt presented with chest pain and was admitted to the hospital. Imaging identified a detached filter limb that had migrated into the heart, perforating it. The detached limb was successfully removed with a snare. The entire filter was successfully retrieved one and a half months later. There was no report of injury to the pt.